Event description:
It was reported by service report that the fowler cylinder was leaking fluid and the fowler was unable to support pt weight. There was pt involvement; however, no adverse consequences were reported.

Manufacturer narrative:
Fowler.